Event description:
On march 19, 2006 the lay user/pt contacted lifescan alleging the one touch ultra required the calibration code number be programmed in to the meter. On an unspecified date, the pt stated he 'panicked' because he did not know how to program the calibration code number into the reported meter. This was a new meter, just purchased by the pt, and required the calibration code number to be programmed. Prior to this, the pt had not eaten any meals for two days, but did take his insulin. At this time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt contacted emergency services, and was transported to the hosp. The paramedics did not have a meter, so were unable to test the pt's blood glucose level. The pt's blood glucose level was tested to be 600 mg/dl in the hosp. He was treated with 12 units rapid-acting insulin, and was released that same day. It would have been helpful to determine what was the date and time of the event, what wa the date and time of the 600 mg/dl result, the doses of insulin th pt took prior to calling the paramedics, why the pt had not eaten for two days, if the pt had taken his insulin during the two days he had not eaten any food, his expected blood glucose readings, if the pt had a backup meter, how long the pt had not been able to test his blood glucose level, and if the tsr was able to successfully talk the pt through programming the calibration code number into the meter. The pt takes 6 to 8 units humalog insulin before each meal, and 20 to 26 units humalog insulin in the evening. The meter, test strips and control solution were replaced.